Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had cassette not attached alarming. There was unknown patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal missing and a degraded downstream occlusion (dso) sensor. Review of the event history log revealed 'cassette not attached' and 'downstream occlusion' high alarms. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.